Event description:
A heartmate ii lvad pt, admitted with an elevated ldh of 1535 on (B)(6) 2016. Pt therapeutic on coumadin with inr range of 2.5-3.5. On both aspirin and plavix for antiplatelet therapy. A bivalirudin gtt was started which prompted the ldh to decrease to 1080 on (B)(6) 2016 after which the ldh started to rise again. Ramp echo performed on 12/07/2016 during which we were unable to close the aov or decompress the lv with a speed ramp from 8800 rpm to 10400 rpm cardiac morphology CT performed on (B)(6) 2016 which was not able to identify a thrombus in either of the cannulas. The decision was made to performed a lvad pump exchange. The pt was taken to the operating room on (B)(6) 2016 for the pump exchange. During the operating room case, the surgeon was not able to visualize in the inlet portion of the pump; however, the final determination of this will be available after st. Jude medical evaluates the pump that was sent back to them. The pt did well in surgery and recovered well enough to discharge to home on (B)(6) 2016.